Manufacturer narrative:
A crack was confirmed in barrel side wall of the single device returned. Visual inspection showed a longitudinal crack of approximately 1 1/2 inches in length. Analysis of complaint data over the past two years reveal cracke syringe barrel complaints occur at a chronic low level.

Event description:
Pharmacist was srayed in the face with potassium chloride solution due to crack in syringe barrel.